Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 3, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at two days (pod2) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f23 captures the reportable event of "a foley catheter was inserted."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was used. Two days after the procedure, the patient experienced hematuria and urinary retention. A bladder lesion identified during the procedure was confirmed by pathology as calcified squamous metaplasia. A foley catheter was inserted to manage the urinary retention. Per physician's assessment, the events of hematuria and urinary retention were not serious, were not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Blocks a6 (race) and h6 (evaluation conclusion codes) have been updated based on the additional information received on april 18, 2025, and the investigation closure. Block b3: the exact event onset date is unknown. The provided event date of june 3, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022, and the day of adverse event reported at two days (pod2) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f23 captures the reportable event of "a foley catheter was inserted."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was used. Two days after the procedure, the patient experienced hematuria and urinary retention. A bladder lesion identified during the procedure was confirmed by pathology as calcified squamous metaplasia. A foley catheter was inserted to manage the urinary retention. Per physician's assessment, the events of hematuria and urinary retention were not serious, were not related to the device, and possibly related to the procedure.